Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they didn't think their stimulation was working the week of the report. They stated they were going to the bathroom every 20-30 minutes, similar to their symptoms prior to getting the device. The patient stated their leg was constantly vibrated, so at their post-op appointment on wednesday, their healthcare provider told them to change to program 2 and decrease the stimulation to 0.5. The patient reported the vibration in their leg went away after decreasing stimulation, but the patient was still having issues with their symptoms. The patient chose to increase stimulation again. They patient stated they were currently on program 2 at 1.3. Caller was redirected to their healthcare provider to discuss symptoms and programming. No further complications were reported or anticipated. On 2020-04-02, additional information was received and it was reported that the patient stated they saw 50% of improvement a week after surgery and that improvement did not last as they still experienced frequency and their health care provider to them the device was not working. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the device seemed to work for about two weeks after surgery and then stopped. Patient said reprogramming was performed but it still did not help. No further complications were reported.